Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to progressive loss of efficiency of the device. The balloon was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to progressive loss of efficiency of the device. The balloon was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. A pinhole was identified in the balloon shell during microscopic examination. The balloon damage appears to be consistent with bulging and thinning of the shell. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of progressive loss of efficiency of the device.